Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). Updated fields: b4, g3, g6, h3, h11. Corrected fields: h6 (medical device problem, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated field: g6, h11. Corrected fields: investigation conclusion.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had a failure to fill the balloon. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold was replaced. Functional tests performed with positive results. The fault did not cause damage/inconvenience to operators/patients. Replaced material not available for further investigations because it has been scrapped.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had failure to filling. There was no patient involved.